Event description:
It is reported that patient is experiencing post-operative pain and metallosis.

Manufacturer narrative:
Evaluation summary: component compatibility is unknown. Implant and explant dates are not provided, therefore in-vivo time cannot be determined. Neither x-rays nor operative notes are returned for review. The component fit and orientation per the surgical technique is unknown. Attempts have been made to obtain additional information; however, no information has been received to date. With the information provided, a root cause analysis cannot be performed. Manufacturing documentation cannot be retrieved and reviewed. A complaint history against the manufacturing lots cannot be performed. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.